Manufacturer narrative:
H3: product analysis #283158084: equipment used: vis (m-81805), 203cm ruler (m-83361), drawing(s) referenced: none. As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex pusher was found bent at ~109.0cm from the pusher proximal end. The pipeline flex pusher resheathing pad, sleeves, and tip coil were found in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends could not be identified. Both ends of the braid were found open, but damaged (frayed). The marksman catheter was examined. The marksman catheter hub was found in good condition. The marksman catheter body was found kinked at ~82.0cm from the proximal end of the catheter hub. The marksman catheter distal tip was found damaged (flattened/indented). Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, braid was overstretched during delivery, or user deploys braid in vessel bend. The patient¿s vessel tortuosity was ¿normal¿ and the braid was not deployed in a vessel bend. Therefore, patient vessel tortuosity and user deploys braid in vessel bend were ruled out as potential causes. It is possible the braid was overstretched during delivery or the damage found with the braid contributed to the failure to open. However, the cause for the braid damage could not be determined. Regarding the customer¿s ¿resistance during retrieval¿ report the issue was confirmed. It is likely the damages found with the marksman catheter distal tip contributed to the resistance. However, the cause for the damage could not be determined. (Rosaj10 2022-12-06). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resistance was in the catheter end tip. There was no damage to the pipeline or catheter observed.

Event description:
Medtronic received information regarding a pipeline flex that failed to open at the distal end and became stuck in the marksman microcatheter during retrieval. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular internal carotid artery (ica) c6 segment aneurysm. The aneurysm max diameter was 4mm and the neck diameter was 3mm. The distal landing zone was 3mm and the proximal landing zone was 3.5mm. Vessel tortuosity was normal. It was reported that all devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). After the marksman microcatheter was in place, deployment of the pipeline began. It was noted that the distal tip of the pipeline was not opened. After repeated adjustments, the distal end of the pipeline could not be opened. The pipeline was not positioned in a vessel bend. More than 50% of the pipeline was deployed when the failure to open was observed. The pipeline was resheathed 2 or less times. No other steps or devices were required. The pipeline was resheathed for removal with the microcatheter. During the recovery process, the pipeline stent was stuck in the marksman microcatheter so the whole system was removed together and both devices were replaced to complete the procedure successfully.  There was no harm or injury to the patient. Post-procedure angiography showed the replacement pipeline was well adhered to the vessel wall and there was retention in the aneurysm sac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.